Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01195, 0001825034-2021-01196, 0001825034-2021-01197, 0001825034-2021-01202, 0001825034-2021-01203, 0001825034-2021-01204. Medical product: vngd ssk psc tib brg 20x79/83, item# 183910, lot# 325220; biomet tibial locking bar, item# 141205, lot# 253630; bmt 360 tib tray 83mm, item# 185206, lot# 693020; series a pat std 37 3 peg, item# 184768, lot# 449350; vanguard cr ilok fem-rt 72.5, item# 183013, lot# j3762484; bmt splined knee stm v2 21x40, item# 148296, lot# 119560. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one-year post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.